Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. Utmd believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence. The tensile force and elongation were within specification. Catheter tube sever.

Event description:
A double lumen umbilical catheter broke at the bifurcation.